Event description:
Additional information was received from the manufacturer representative reporting that it was unknown which lead was 8-15. Effective therapy was established for only a few days. The device had to be reprogrammed again after a month of the last reprogramming. The plan was to replace the lead. Impedances of 40,000 ohms was found on 8, 9, 11, 12, and 14.

Manufacturer narrative:
Continuation of d10: product ID 977a275. Serial# (B)(6). Implanted: (B)(6) 2021. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a2, serial/lot #: unknown, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for unknown indications for use. It was reported that the patient could not increase amplitude. The rep measured impedance and it showed do not use status for contact 8. The rep changed programming, but it followed the same situation, they couldn't increase amplitude. Then it showed do not use status for electrodes 8, 9, 10 and the issue repeated. At the end of each session, the set-up process of programming didn't show any alert, but when they checked with the patient programmer they couldn't increase amplitude. The rep provided four session reported they had done during 30 minutes. The rep was wondering why impedance was different every five minutes. The patient still couldn't increase amplitude. On the other lead, the patient was feeling paresthesia on the other leg. The provided session reports showed do not use status on electrode 8 in one report, and do not use status on electrode 9 in three of the reports. The other electrodes showed the ok status. Impedance values measured 40000 for multiple pairs involving electrodes 8, 9, and 11 across the four session reports.